Event description:
The customer reported that the device, c8660, bullseye femoral guide, 8 mm/9 mm, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿it was reported by surgical technologist that the guide broke inside the patient during the procedure. No fragments remained inside the patient; the surgeon was able to remove the piece that was in the patient's knee.¿. There was no report of injury, medical intervention, or hospitalization of the patient. Conmed was advised no further information is known. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c8660, bullseye femoral guide, 8 mm/9 mm, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿it was reported by surgical technologist that the guide broke inside the patient during the procedure. No fragments remained inside the patient; the surgeon was able to remove the piece that was in the patient's knee¿. There was no report of injury, medical intervention, or hospitalization of the patient. Conmed was advised no further information is known. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device item c8660 found guide tip broken off. Broken tip was not returned. Evaluation found signs of device misuse, due to grinding marks on the shaft tip. Item was inspected per print found no critical dimension issues. Root cause cannot be determined, however, based upon evaluation of the device and photos; a possible cause of this event could be excessive force. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 469 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.